Event description:
While priming clear IV tubing with d10 for a new admit, I noticed that air kept appearing in the tubing, especially near the y-ports. Multiple rns all witnessed to this event. We were able to successfully get the air out of the tubing by flushing it several times and using a syringe at the y-ports to pull off extra air that kept accumulating.